Manufacturer narrative:
Continuation of d10: product ID ped2-500-18 (b406169); product type: ; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a treatment for a giant unruptured aneurysm in the right internal carotid artery using pipeline embolization devices, two devices failed to open distally despite 2/3 attempts. Both devices were close to the expiration date, and the physician suggested that prolonged storage in the box might contribute to the failure to open. The pipelines were not positioned in a bend, and less than 50% had been deployed when they failed to open. No additional steps were taken to open the device. The devices were prepared as indicated in the IFU. The pipeline had been resheathed 2 or less times. The devices were removed from the patient and resheathed with the microcatheter. Dual antiplatelet treatment was administered. The angiographic result post-procedure was described as brilliant with telescopic pipeline embolization device implantation. The max diameter of the aneurysm was 32mm, and the neck diameter was 4mm. The landing zone was 3.8mm distal and 4.4mm proximal. The patient's vessel tortuosity was minimal. No patient complications have been reported as a result of this event. Ancillary devices include a bmx 81 guide catheter, phenom 27 microcatheter, and synchro 14 guidewire.

Manufacturer narrative:
Product analysis: ¿as found condition: the pipeline flex shield pushwire was returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex shield braid was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿damage location details: no bend was observed on the pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. No other anomalies were observed. ¿testing/analysis: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.